Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The technical support specialist (tsc) checked the data sync debug log and found the station was in manual recovery. The tsc then fixed the manual recovery using knowledge article, and the station began communicating with the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis anesthesia system (pas), it was in disconnected mode. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.